Manufacturer narrative:
The product associated with this complaint was misplaced in house. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
The following sections have been updated: date of this report. Date received by manufacturer. Add follow up type. Device availability - date returned to manufacturer. Device evaluated by manufacturer - change explanation.

Manufacturer narrative:
Device has not yet been returned to manufacture. Event date unknown. Device lot number unknown/not provided. Product not returned to manufacturer.

Event description:
It was reported that abutment screw loosened in the patients mouth and backed it out.